Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2067l: radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer¿s screen was faded out during boot up. The company representative ran the service disk and the programmer booted normally. Technical support (ts) noted that the floppy drive was bad since the programmer booted normally. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the screen "faded out" intermittently; the display was found out of electrical specification. Analysis found that the programmer was not able to read floppy disks; floppy disk drive found out of electrical specification. The system fan was found intermittently noisy. Analysis also found the programmer will only activate one positioning led (light emitting diode) light on the rf (radio frequency) head even when the head is directly over a device; a printed circuit board assembly was found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.